Event description:
Report 4 of 6: it was reported that during use of the bd max¿ enteric viral panel, a false positive patient result was obtained. Sample was retested and was negative. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report: 3007420875-2024-00202 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction. After further review of files by bd qes, it was determined that this was not an assay issue, but an instrument issue. Software must be updated to the fan lysis script to resolve customer false positives. Canceling this complaint and associated mdrs. New complaint and mdrs for instrument are under (B)(4) - max - 441916 - ct2641 - evp fps.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 6: it was reported that during use of the bd max¿ enteric viral panel, a false positive patient result was obtained. Sample was retested and was negative. There was no report of patient impact.